Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was sticky or non-responsive. The customer¿s blood glucose was unknown. Customer also stated the insulin pump had unexplained no delivery alarm and no low reservoir warning. The device will not be returned for analysis.